Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the probe deep cut was physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the balloon was not inflating and flooding appeared from the balloon. Upon further inspection, it was observed that the probe unit had a deep cut that reached not the hard part under the pink probe due to user handling. Lastly, it was observed that there was water/ air leakage from the bending section/ flexible curved part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis eus ultrasound gastrointestinal videoscope had an issue inflating the balloon. The reported issue was found during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the probe unit had a deep cut that reached not the hard part under the pink probe which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.